Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6) rev. 4, product ID: bi71000468, serial/lot #: (B)(6)rev. A, product ID: bi71000576, serial/lot #: s2051zaj rev. J, product ID: bi71000469, serial/lot #: (B)(6)rev. E, product ID: bi71000222, serial/lot #: (B)(6)rev. J, product ID: bi71000468, serial/lot #: (B)(6)rev. 1, product ID: bi71000469, serial/lot #: (B)(6)rev. E the x ray tube was returned to the manufacturer for evaluation. After (B)(6)testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 the following product ids were returned unused and are no longer relevant to this event: product ID: bi71000443 and product ID: bi71 000180 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional annex g code added. Additional products added to d10. Continuation of d10: product ID: bi71000469, lot number: unknown; product ID: bi71000222, lot number: unknown; product ID: bi71000542, lot number: unknown; product ID: bi71000531, lot number: unknown; product ID: bi71000554, lot number: unknown; product ID: bi71000468, lot number: unknown; product ID: bi71000553, lot number: unknown; product ID: bi71000469, lot number: unknown; product ID: bi71000901, lot number: unknown; product ID: bi71000443, lot number: unknown; product ID: bi71000180, lot number: unknown h3, h6: the system was serviced in the field and there was an imaging modality failure. There were e09 and e14 errors. Installed inverted and hv tank. Issues still exist. Further troubleshooting indicated it may be the x-ray tube. Confirmed symptom. Tested and discovered troubleshooting revealed tube not generating proper output. Replaced tube. Symptom resolved. B01, c09, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the inverter kit, lot number: s1919whm rev. A, was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The measured capacitance of the capacitors was within range. Previously reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the hv tank, lot number: t232152 rev. E, was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are ap plicable to this analysis. The hv tank, lot number: t171503 rev. E, was returned to the manufacturer for analysis. The component was found to be fully function al with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. The inverter kit, lot number: s1931ohw rev. 1, was returned to the manufacturer for analysis. The inverter kit was physically damage. Capacitance of all the capacitors were within range. Codes b01, c07 and d02 are applicable to this analysis. The generator control board, lot number: t2319abu rev. J, was returned to the manufacturer for analysis. The generator control board was installed in o-arm system c3070. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging failed. There was an early termination of the 3d scan error. Codes b01, c02 and d02 are applicable to this analysis. The starter upgrade kit, lot number: s2051zaj rev. J, was returned to the manufacturer for analysis. The kit was installed in o-arm system c1416. The system initialized. Motion, generator, communication and charging readied. Run rad gain and run fluoro gain calibration passed. 2d and 3d imaging was successful. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. D9: product ID bi71000469 and bi71000469 were returned on 2024-02-02. Product bi71000468 as returned on 2024-02-07. Product ID bi71000222 and bi71000576 were returned on 2024-02-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after a physicist came out to do testing, the site was unable to take continuous exposures. When they attempt to take a continuous fluor exposure they get an error stating generator overload. No patient was present.

Manufacturer narrative:
Brand name; product ID: bi71000450 (lot:); product type: 2560-mnav - o-arm system brand name; product ID: bi71000468 (lot:); product type: 2560-mnav - o-arm system brand name; product ID: bi71000576 (lot:); product type: 2560-mnav - o-arm system brand name; product ID: bi71000469 (lot:); product type: 2560-mnav - o-arm system brand name ; product ID : bi90000040 (lot:); product type: 2560-mnav - o-arm system. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the following previously reported concomitant products are no longer relevant to the event: product ID: bi71000450, product ID: bi71000469, product ID: bi90000040, product ID: bi71000222, product ID: bi71000542, product ID: bi71000531, product ID: bi71000553 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.